Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently earlier in the day by changing the infusion set and cartridge and successfully resumed insulin after receiving guidance from technical support on removing air from the cartridge and using room temperature insulin.